Event description:
Company representative reported on behalf of a health professional that an alleged "leak at balloon" was found using an unknown diagnostic procedure. The device remains implanted. Further follow-up with the health professional noted an x-ray had been conducted, but the findings were inconclusive. The health professional then performed a fluoroscopy which confirmed the alleged leak.

Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: (b)(5) 2010. The reporter of the complaint was asked to indicate the product serial number. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number was given. The device has not been explanted. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."